Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that a lead helix was not extending during pre-use testing and therefore it was not used. A different lead was selected for the procedure. No patient complications have been reported as a result of this event.